Manufacturer narrative:
Batch review performed on 12 september 2019. Lot 122958: 50 items manufactured and released on 08-set-2012. Expiration date: 2017-07-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed almost 6 years and 7 months after primary following cup mobilization. Head, cup and liner have been revised. The surgery was completed successfully.